Event description:
Per the clinic, the patient experienced skin overgrowth. A skin revision was performed under a general anaesthetic on (B)(6) 2021 to remove the skin overgrowth.

Manufacturer narrative:
This report is submitted on nov 23, 2021.